Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received via us mail reported: use of the tandem x1 insulin pump; does not indicate that bolus amount cannot be set higher than 3 units/hr when the control iq is turned on. This is not documented, and the pump limits the basal rate to 3.0 units/hr. I was giving higher bolus amounts for carbs which then resulted in higher blood glucose (285) followed by low glucose (60). This has been happening for more than 6 months. This is not documented and only after talking to support for the third time did I find out there was a limit in the tandem pump. My normal a1c is around 7.1. Tandem technical support followed up with the customer and was able to determine that the customer experienced a low blood glucose level that ranged from 40-60 mg/dl. Reportedly, the customer over-corrected with a bolus via the pump for a high bg and delivered too large of a bolus resulting in a low bg. Customer consumed carbohydrates to address the bg. Recommendation was made to discuss diabetes management with a health care professional.